Event description:
It was reported that representative was unable to remove the foley catheter due to balloon cratering around the tube causing resistance after fluid removal. Stated that the representative removed 6 cc of the balloon and the catheter would not come out. Urology contacted to remove the foley catheter and after removal, it was noted that the balloon was umbrella shaped that created a crater around the tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there is no allegation against an ucc product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that representative was unable to remove the foley catheter due to balloon cratering around the tube causing resistance after fluid removal. Stated that the representative removed 6 cc of the balloon and the catheter would not come out. Urology contacted to remove the foley catheter and after removal, it was noted that the balloon was umbrella shaped that created a crater around the tube.